Event description:
It was reported by the customer that this event involved a male pt via a left femoral insertion site using a sheath. The intra-aortic balloon (iab) was correctly prepped with a 60 cc vacuum. The iab became "stuck" in the middle of the sheath introducer making it impossible to complete insertion. As a result, the catheter was removed from the pt and a new iab-o5840-lws was successfully inserted. Pump used was on arrow iap-0500l. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes avail.